Manufacturer narrative:
Investigation summary bd received one photo for investigation. The customer-provided image shows a device with blood present; however, it does not indicate any evidence of the device leaking. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from the device. A new device was selected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from the device. A new device was selected and no adverse impact was reported regarding the patient or user.